Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6), 2000. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6), 2000 due to wound drainage. It was further reported patient underwent a revision procedure on (B)(6), 2001 due to dislocation.